Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "transmitter expired" message occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of a "transmitter expired" message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device availability - additional information.. H2: additional information/ device evaluation. H3: device evaluated by manufacturer- additional information. H6: event problem and evaluation codes- additional information.

Event description:
It was reported that a "transmitter expired" message occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage testing was performed and passed. A pairing test was performed and passed. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of a "transmitter expired" message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.